Event description:
The customer reported that the system would produce an audible buzz when plugged in. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the dvd drive and retapped the work station transformer. The system was tested and found to be working as intended and put back in service.